Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional stopper pullout testing and no issues were observed relating to loose stoppers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose stoppers/caps through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The event occurred twice. The following information was provided by the initial reporter. The customer stated: the customer is noting the tops of the vacutainer tubes were either loose or had come off completely.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The event occurred twice. The following information was provided by the initial reporter. The customer stated: the customer is noting the tops of the vacutainer tubes were either loose or had come off completely,